Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (communication faults / abnormal shutdowns) was confirmed. As received, the monitor communicated properly. Upon evaluation, there were damaged pins on the j1003 connector, creating an intermittent connection. The cause of the faults is the intermittent connection created by the damaged pins. The root cause of the damaged pins cannot be positively identified. In addition, the monitor delivered low energy pulses during testing. Upon evaluation, there were damaged solder connections at the t2 transformer. The cause of the low energy pulses is the damaged solder connection. The root cause of the damaged solder connections cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing communication faults and abnormal shutdowns. In addition, the monitor delivered low energy pulses during testing.